Manufacturer narrative:
One unused 8f angio-seal evolution device was returned for evaluation. There were broken pieces of the hemostasis sheath visible on the various locations on the aluminium pouch. The hemostasis tube hub was returned lodged in the plastic tray and the distal part of the tube had completely crumbled into pieces which were visible throughout the tray. Minor pressure was applied to the remaining portion of hemostasis tube and it crumbled as well. No anomalies were noted on the carrier tube or any other plastic components. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found three similar reports with the involved product code/lot# combination. The user facility reported similar events. See mdrs 2243441-2017- 00179, 2243441-2017-00180, 2243441-2017-00181, 2243441-2017-00183, and 2243441-2017-00184. There is no evidence that this event was related to a device defect or malfunction. The complaint is confirmed. The damage on the device was consistent with exposure of the sheath to the uv light. However, the angio-seal evolution IFU tis- (B)(4) was reviewed and the symbols on page 10 clearly illustrate within the labeling that the device should be kept away from sunlight and uv light. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a fracture with the involved angio-seal evolution. The following information was by the user facility; the sheath fractured while it was in the patient; the physician was able to successfully remove the sheath; it fractured in very similar fashion to others in same facility that were noted to contain sheath fractures prior to introduction to patient; the broken sheath was successfully removed; and the patient was reported to be ok.